Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received. The patient was discharged home on (B)(6) 2013 and the symptoms are chronic with a patient sequela. It is now listed as not related to the device, but still unknown relationship to the procedure.

Event description:
It was reported that after an acculink stent was implanted in a de novo. Heavily calcified, 90% stenosed, right, internal carotid artery, on the same day, the patient experienced hypotension. Neosynepherine medication was administered and the hypotension resolved without an adverse patient sequela the next day. On (B)(6) 2013, two days following the procedure, the patient experienced neurological symptoms of increased left leg weakness and a new left facial droop requiring additional hospitalization. Heparin medication was administered and the symptoms are listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.